Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. .

Event description:
It was reported that the customer had problem to dose insulin with the insulin pump. The customer's blood glucose was 18 mmol/l at the time of incident. The customer had to remove the battery and then they were able to dose but sometimes on the 10th attempt. Troubleshooting was not performed as the customer did not have the insulin pump. The device will not return for analysis.